Manufacturer narrative:
The device is available for evaluation. However, it has not been received.

Event description:
A reported incident involving a plum extension set described leakage from the distal hole in the filter during a paclitaxel infusion. The treatment was completed without delay. However, drug loss occurred and the full dose was not administered. There was patient involvement, but no harm reported.